Manufacturer narrative:
Unique device identifier (UDI) # (B)(4). Approximate age of device ¿ 5 months. The device was not explanted and was reported to be functioning normal at the time of the patient death. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired subsequent to a thoracic aortic aneurysm repair and multi-system organ failure. It was determined that the aneurysm began at the anastomosis site of the outflow graft to the aorta. A CT scan performed prior to lvad implant did not demonstrate a thoracic aneurysm, but a CT performed on (B)(6) 2015 (4 days post implant) showed a 4.4cm aneurysm. It was reported that the pump was functioning normally at the time of the patient's death. The pump was not explanted.